Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date of month (B)(6) 2020. The customer¿s blood glucose level was 163 mg/dl at time of incident. Customer was running high, she thinks it was a faulty site. Customer was at a party in this august, the site got pushed off the body, and she did not reconnect back with another infusion set and did not reconnect back to her pump. She decided to wait and spend the night without being connected to the pump. The customer was treated with emergency medical services was dispatched, in emergency room and hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.